Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was kinked at approximately 138.0 cm from the proximal end. The smart coil pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly and was undamaged. The pusher assembly was able to advance through the 0.0159¿ ring gauge up to the kinked location and could not be advanced further; therefore, mid-joint outer diameter (od) could not be measured. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the mid-joint is retracted through the fraction lock, resistance will likely be experienced while advancing the device. Forcefully advancing the device against this resistance may result in a kink near the pusher assembly mid-joint. During the functional testing, smart coil was properly re-sheathed into its introducer sheath and was able to be advanced through the introducer sheath and the demonstration delivery microcatheter with a minor resistance due to the kink on pusher assembly. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils). During the procedure, the physician felt resistance and was unable to insert the smart coil into a non-penumbra microcatheter. Consequently, the pusher assembly of the smart coil became kinked and, therefore; the smart coil was removed. The procedure was completed using a new smart coil with the same microcatheter. There was no report of an adverse effect to the patient.